Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer the loudspeaker is defect and need to be replaced. Sound was not confirmed. The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer the loudspeaker is defect and need to be replaced. Sound was not confirmed. The device was in use on a patient. There was no report of patient or user harm.